Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
Related manufacturer reference number: 2017865-2021-35620. Related manufacturer reference number: 2017865-2021-35621. It was reported that the patient experienced infection. The implantable cardioverter defibrillator, atrial lead, and ventricle lead were all explanted.